Manufacturer narrative:
Patient sex provided. Patient weight field not sufficient to hold all digits, should read: (B)(6) kg (rounded up to (B)(6) kg). The hardware investigation of the returned interface cable found that the reported event was related to an electrical issue. The cable passed visual inspection, but did not pass bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests were performed. The 100t test passed. The gbit test did not pass, showed opens between lines 1 and 2. Both gbit an 100t testing were performed using a cable validator-nt900. The reported event was confirmed.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was the cause of the reported issue and required replacement. The cable was replaced and the issue was resolved. The cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a spinal fusion procedure, the imaging system displayed a frame rate error and not images could be taken with the imaging system. It was reported that this occurred when the user was attempting to acquire 2d images for a post-operative spin. The system was rebooted several times without resolution. The system then entered stand alone mode. The surgeon opted to complete the procedure without the use of the imaging system. A different imaging system was used to successfully finish the procedure after a delay of 20-30 minutes. The patient was not impacted.

Manufacturer narrative:
(B)(6).